Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the opened samples noted one suture and one needle. One needle was received with the tip (not returned) broken off. Upon microscopic inspection, instrument marks were observed near the break site. As no sealed samples were returned, a bend moment test could not be performed. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. The needle should always be held in the middle where the diameter is greatest. Grasping the needle near the swaged end or the tip could cause bends or breaks or damage the connection between the needle and suture. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy procedure, the tip of the needle broke and part of it fell into the patient's cavity and could not be retrieved. They searched for the broken tip for a while, but could not find it. A new device was used to complete the case. After the operation the performed an post-operative x-ray but they could not locate the needle. The surgical time was extended by less than 30 min.